Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of the blade not being able to be inserted inside the attachment. The likely cause of the failure could not be determined. It was also noted that the bearings of the internal tube were found to be detached and corroded and also it was not possible to perform the temperature test. G3: aware date used as date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the blade could not be inserted inside the attachment during the demo. At the time of report, there was no patient involvement.